Event description:
Patient is a 66 y/o male who underwent placement of a 3 piece penile prosthesis in 1985. Recently the prosthesis did not inflate and the patient was found to have a fluid leak some where in the tubing connecting to the cylinders. The patient was admitted 1/3/94 for replacement of the entire prosthesis.